Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
It has been determined that the device associated with this complaint is a non-abbvie device.. This record is no longer reportable to FDA and will be un-reported.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
The event of capsule contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsule contracture, baker grade unknown.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07/may/2024.

Event description:
It has been determined that the device associated with this complaint is a non-abbvie device. This record is no longer reportable to FDA and will be un-reported.